Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient had reportedly undergone generator replacement surgery for end of service approximately one year prior. Shortly after generator replacement surgery, the original lead came off of the nerve. Revision surgery was performed and the lead was reconnected to the nerve. Approximately one year later, device diagnostic testing resulted in high lead impedance reading. The elective replacement indicator was no, indicating that the generator was not at end of service. Lead break or disconnect is suspected. Revision surgery is planned.